Manufacturer narrative:
Date of event: the specific date of the alleged infection and dehiscence have not been confirmed. The image dated 24-aug-2020 exhibits pus in the inferior wound and the image dated 26-aug-2020 exhibited a larger open superior wound. Based on the information provided, it cannot be determined that the infection and subsequent dehiscence of the wound were related to the v.a.c.ulta¿ therapy system. A device evaluation of the v.a.c.ulta¿ therapy system confirmed the device passed quality control checks and met specifications before and after placement with the patient. Device labeling, available in print and online, states: v.a.c.ulta¿ therapy system warnings infection wounds: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and v.a.c. Veraflo¿ therapy parameters (for the v.a.c.ulta¿ therapy system). Refer to dressing application instructions (found in v.a.c.® dressing and v.a.c. Veraflo¿ dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients / caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and / or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and / or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy or v.a.c. Veraflo¿ therapy should be discontinued. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Check for small leaks with a stethoscope, or by listening for a whistling noise or moving your hand around the edges of the dressing while applying light pressure. The activ.a.c.¿, infov.a.c.¿ and v.a.c.ulta¿ therapy systems offer a seal check¿ leak detector tool which provides audible and visual cues for leak location. Patch if necessary. However, avoid applying more than two layers of drape. Clean wound more thoroughly during dressing changes.

Event description:
On 06-sep-2020, the following information was reported to kci by the physician: the v.a.c. Ulta¿ therapy system was allegedly not removing exudate from the wound as expected which was leading to the deterioration of the patient's wound. On 06-oct-2020, the following information was reported to kci: on (B)(6) 2020, the patient's dressing was changed in theatre. The patient underwent debridement and pus was allegedly observed. V.a.c. Veraflo¿ therapy was subsequently applied to resolve the infection. Additionally, the physician allegedly observed the patient's wound had dehisced. Kci reviewed photos that provided the wound status as follows: on (B)(6) 2020, two wounds were identified. The inferior wound was approximately 1 1/2-inch open wound. The superior wound was approximately 1/2-inch open wound with a small amount of blood on the surface. The photos exhibited the removal of a yellow substance from the inferior surgically opened wound. On (B)(6) 2020, both wounds appeared to be larger with a minor amount of blood coming from the superior wound. On (B)(6) 2020, the superior wound appears closed with sutures in place and pink granulation tissue and periwound dark tissue. The inferior wound is open with periwound dark tissue. On (B)(6) 2020, both wounds appear to be progressing. On (B)(6) 2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. The event logs show evidence of patient use from (B)(6) 2020 to (B)(6) 2020. On (B)(6) 2020, the device was tested per quality control procedure by kci service center and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.